Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was making a loud clicking noise was confirmed. An assessment was performed and it was observed that the device would not operate in reverse mode, displayed ¿e2¿ error code, the console rotations per minute (rpm) fluctuates between 79,000-80,000 during use, the device emits an unusual clicking sound during use, and stopped operating during use and the console displayed ¿e6¿error code. It was further observed that the strain relief spring connected to the hose brace assembly was routed backwards, the flex circuit was cracked, the back plate on the motor was worn away, and the front motor bearing was broken. It was determined that the conditions of the device not operating in the reverse setting and the console displayed ¿e2¿ as well as the fluctuating console rpm, clicking noise, overheating, and worn away back motor plate are due to the broken/failed motor bearing-which allows the motor spindle to move around inside motor housing and get caught in the bearing pieces. It was further determined that the device stopped running during the assessment and the console gave ¿e6¿ because the device overheated during use. The failed bearing and the cracked flex circuit are due to normal wear over time. The assignable root cause of these conditions was determined to be component damage due to normal use and servicing over time, the failure was caused by worn out motor components. The assignable root cause of the condition of the cord damage (strain relief spring connected to the hose brace assembly was routed backwards) was determined to be caused by a manufacturing issue. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during the cleaning process it was observed that the motor device was making loud clicking noises. During in-house engineering evaluation it was observed that the device stopped operating during use and the console displayed "e6" error code. It was further observed that the device would not operate in reverse mode and was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.